Manufacturer narrative:
According to the customer on (B)(6) 2022 during a surgical procedure "fibers from the gauze needed to be removed from the sterile field and the patient". Per the facility the gauze were being used to "soak up blood' from the surgical field when the reported incident occurred. Per the facility there was no reported injury to the patient and the procedure was completed without concern. The sample is not available to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Gauze fell apart during procedure and needed to be removed from the patient.